Manufacturer narrative:
The device was returned and evaluated. The formed needle and the bottom housing were inspected and no issues were found that would contribute to the reported bleeding. The cause of the event could not be determined. A tear was observed in the exposed portion of the soft cannula. Fluid was seen exiting the site of the tear during the fluid test. It can not be determine when or what cause the damage to the cannula or if the damage contributes to the reported bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels reached 300 mg/dl while wearing the pod for 1 to 4 hours on the arm. Bleeding from the insertion site was reported.